Manufacturer narrative:
Device powered up after battery installation. No blank display noted however, device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with the serial number label faded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. Customer reported that there was no any other alarm prior to open book image on the insulin pump's screen. No harm requiring medical intervention was reported. The insulin pump will return for analysis.